Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg explant procedure.

Event description:
It was reported that the patient was experiencing frequent implantable pulse generator (ipg) charging. The patient underwent an ipg explant procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was not returned.